Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer¿s blood glucose level was unknown. The customer reported that no longer responds to some buttons and could not unlock the pump as the pump did not react to the button arrow down. It was reported that mainly the arrow down does not respond. The insulin pump will not be returned for analysis.

Manufacturer narrative:
After power up, the enter, return, left, down buttons did not respond to button presses. After swapping the boards into another case, the buttons did not respond. After swapping a known good electrical board onto electrical board, the problem persisted so the problem seems to be isolated to electrical board. Unable to perform displacement, and self tests due to the keypad anomaly.